Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that an unspecified bd¿ insyte 22ga catheter leaked. The following information was provided by the initial reporter: "we ordered these needles as new needles to transition to from our current stock. We were trying them out as we normally do before using them in patients homes and found that they leak and are not occlusive as we were advised they are. We have purchased 22g and 24g boxes of this product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd¿ insyte 22ga catheter leaked. The following information was provided by the initial reporter: "we ordered these needles as new needles to transition to from our current stock. We were trying them out as we normally do before using them in patients homes and found that they leak and are not occlusive as we were advised they are. We have purchased 22g and 24g boxes of this product."